Event description:
Boston scientific received information that this device¿s longevity changed drastically due to atrial fibrillation (af). The physician decided to turn atrial sensing off and the patient will continue to be monitored. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.